Manufacturer narrative:
Date of postoperative pain development is unknown. 510k: this report is for three (3) unknown 2.0 mm cancellous screws/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Patient code (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal due to pain on (B)(6) 2018. During the procedure, the following devices were removed; (1) lcp one-third tubular plate with collar 8 holes, (5) 2.7 mm cortical screws, (3) 2.5 mm cortical screws, (3) 2.0 mm cancellous screws. It was unknown if there were broken fragments generated from the device and it was unknown if there was a surgical delay. Patient outcome was unknown. This report is for three (3) unknown 2.0 mm cancellous screws. This is report 4 of 4 for complaint (B)(4).

Event description:
The patient had an ankle open reduction internal fixation (orif), and implantation of plate at the lateral malleoulus and screws at the medial malleoulus on unknown date, approximately one year prior to the july 16, 2018 removal. During the removal procedure, the following devices were removed one (1) lcp one-third tubular plate, three (3) 2.7 cortex screws, three (3) 3.5 cortex screws, and two (2) 4.0 cancellous screws. It was noted, there was no surgical delay during the revision procedure. An arthrex suture anchor was implanted after the removal of the other hardware. The procedure was successfully completed. The patient outcome was unknown. This report is for two (2) unknown 4.0 cancellous screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hardware removal procedure was performed on (B)(6), 2018 and not on (B)(6) 2018 as reported in initial medwatch.